Event description:
The customer reported that on (B)(6) 2011 an erroneously elevated cardiac troponin (accutni) result, above the acute myocardial infarction (ami) threshold, was generated on an unicel dxc 600i synchron access clinical system for one patient. Repeat testing of the same patient sample on the same instrument produced lower results, still above the acute myocardial infarction (ami) threshold, and collectively outside of the assay precision claims. The initial erroneous accutni result was not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Unicel dxc 600i synchron access clinical system accutni quality control results were within the customer's established ranges during the timeframe of the event. The sample was collected in a lithium heparin device.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The fse replaced sample pipettor and the peri pump tubing as a precautionary step. All subsequent verification testing met established specifications although the fse replaced some hardware components prior to returning the instrument back into service, a definitive root cause for this event has not been determined to date.